Event description:
The international distributor of cryocyte freezing containers reported that a customer placed pt sample into bag, then immediately noticed that the tubing connecting the bad to the manifold set had broken. This was noticed just prior to heat sealing and before freezing. A sample site coupler was used to remove the pt cells from the bag, and no pt impact was reported. The sample was not provided to baxter for evaluation.

Manufacturer narrative:
A review of manufacturing records for this lot has been requested. Cryocyte bag complaint data are reviewed monthly by mountain home manufacturing plant and cellular therapies division quality management. Ctq-CAPA-0007 has been initiated to investigate customer reports of cryocyte bag breakages.